Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Oversensing was noted when the low voltage lead was programmed from rv-tip to the high voltage rv coil. The low voltage lead was reprogrammed to bipolar mode. The high voltage lead and the low voltage lead remains in use. No patient complications have been reported as a result of this event.